Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that there was loss of ventricular capture before each nsrvo episode. It was noted that the oversensing was due to near field and far field disagreeing after loss of capture. Programming changes were performed. The patient was in stable condition.